Event description:
It was reported to philips that the customer wants device checked out. It was found there was a battery issue. There was no patient involvement. The service representative evaluating the device found the battery needs to replaced and has ordered a battery. The battery is on back order, upon conclusion of the evaluation, it was determined that the battery requires replacement. The device after servicing will be returned to the customer. No further evaluation around the battery is warranted at this time.

Event description:
It was reported to philips that the customer wants device checked out. It was found there was a battery issue. There was no patient involvement. The service representative evaluating the device found the battery needs to replaced and has ordered a battery. The battery is on back order, upon conclusion of the evaluation, it was determined that the battery requires replacement. The device after servicing will be returned to the customer. No further evaluation around the battery is warranted at this time.